Manufacturer narrative:
Trackwise #(B)(4). Updated section: g4, g7, h2, h6, h10. Analysis of production for ship history conducted: (3331/213) a lot history record review was completed for lots 25159764, 25160076, and 25160132 last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67/3221) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67/3221) communication/interviews were performed to obtain all possible information.

Event description:
Related to 532412, 533076, 533083, and 533110.

Manufacturer narrative:
Trackwise # (B)(4) updated sections g4 g7 h2 h10 h11 updated trend analysis the overall ¿evh cannula¿ 24 month complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. The overall complaint rate was found to be (B)(4)% and is above +3sd. Run rule triggered above 3 sd in (B)(6) 2021 for the overall control chart and fitting problem w/ cannula to be addressed under crf.

Event description:
Related to (B)(4)

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws were sticking/catching on the cannula as they are passed through the handle and at tip. Difficulty passing cautery jaws through these two points. Difficulty passing them in or out of the tip of the cannula. No additional incisions. Case times increased due to struggle with sticking issue. Finished case using same device. Patient unaffected.